Manufacturer narrative:
The patient sample was submitted for investigation and tested using the icp-oes (inductively coupled plasma-optical emission spectroscopy) test method. The customer's results were confirmed to be correct as the sample was negative for lithium. There was no malfunction of the device.

Manufacturer narrative:
The investigation found that the calibration results were inconspicuous and the qc results were acceptable, a general reagent or instrument issue can be excluded. The sample was submitted for investigation and the customer's results could be confirmed. The follow up/corrective actions were not provided. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Erroneous low results were generated by the cobas 6000 c (501) module. The event involved 1 patient with erroneous results for li lithium that did not correlate with the patient's treatment. The patient's age was (B)(6). The patient's gender was male. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.